Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20106. Reference MFR. Report# 1627487-2015-20107. Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the existing leads were repositioned (implanted deeper) and reanchored. Reportedly, the patient had effective stimulation postoperatively and the issue of burning sensation has resolved.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20106. Reference MFR. Report# 1627487-2015-20107. It was reported the patient experienced a burning sensation at the pain coverage area with peripheral system ( off- label) stimulation. A sjm representative tried reprogramming to no avail. X-ray revealed the scs leads have migrated. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.